Event description:
Boston scientific received information that this patient was in the hospital and coded due to acute respiratory failure and needed to be externally rescued. There was some asystole for greater than 1 minute of duration as well as anti-tachycardia pacing (atp) but no shocks were given for what appeared to be ventricular tachycardia (vt). Additionally there was some farfield oversensing noted on the atrial channel boston scientific technical services (ts) was consulted and suggested some programming options which were all done in an effort to alleviate the issues. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.